Event description:
It was reported that a pump triggered an altitude alarm 21, and insulin delivery was suspended as a result. Despite this, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the pump's speaker holes and reconnect the cartridge, which allowed the insulin to resume. The issue was resolved, and the pump returned to normal operation, with additional advice given to avoid future altitude alarms.